Event description:
It was reported the ultrasound gastrovideoscope camera is blurry. There were no reports of patient [harm/involvement].

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.